Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.